Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in mexico reported that a 2008k2 hemodialysis (hd) machine experienced a short circuit resulting in a burned power plug. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.